Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose is 40 mg/dl. Customer¿s current blood glucose level was 74 mg/dl. Customer had been using insulin pump system within 48 hours of reported low bg event. Customer was treated with manual boluses. Troubleshooting was declined for low blood glucose. Insulin pump will not be returned for analysis.